Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical unit (iesu) generator involved with this complaint to perform failure analysis (fa) evaluation. Fa was able to confirm/reproduce the reported complaint when the unit was placed on an in-house system and run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, a customer called to report they were having error "c-38" whenever they tried to apply monopolar energy. Before calling intuitive surgical, inc. (Isi) technical service engineer (tse), they had already rebooted the erbe a few times and replaced the cautery cable and monopolar instrument without success. The isi tse reviewed error logs and found several instances of error c-38. The isi tse recommended the caller to look for a forcetriad to have an alternative. The caller found a forcetriad but not the activation cable. The isi tse contacted the clinical sales representative (csr) who informed the customer about the activation cable location. The isi tse guided the caller through activation cable connectivity. They tested the configuration, and they were able to continue using forcetriad. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-38, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electro surgical unit (iesu) erbe to resolve the issue. Isi received the erbe involved with this complaint; however, failure analysis is in progress. A follow-up MDR will be submitted if any additional information is received.